Manufacturer narrative:
Model number/catalog number: sc-2317-50; serial number: (B)(4); batch/lot number: 5107284/5107293 ; model/catalog description: infinion cx lead kit 50cm.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever, site sensitivity and oozing pus were noted. The physician believed that the infection was skin related and the cause was unknown. The patient underwent an explant procedure and was prescribed with antibiotics.

Manufacturer narrative:
Model: sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms of fever, site sensitivity and oozing pus were noted. The physician believed that the infection was skin related and the cause was unknown. The patient underwent an explant procedure and was prescribed with antibiotics.